Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent a transplant on (B)(6) 2019. No issues related to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , were reported. Multiple attempts were made to obtain additional information from the customer regarding the event and device return status; however, no additional information was provided. The device has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted (B)(6) 2019.